Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the surgery performed on (B)(6) 2026, we identified some points on the bigatti device that we would like to share for analysis. After cleaning and sterilization, the following points were observed at the time of opening the case, with the surgery already underway on (B)(6): presence of two stains on the optics, which remained even after attempted cleaning, shaver blade tips with an appearance of possible oxidation/corrosion. According to further information received, the surgery was completed, albeit with considerable difficulty, resulting in an increase in surgical time during hysteroscopy due to visualization difficulties. There was no need to reschedule the patient's procedure. No additional hospitalization was required. The procedure was prolonged by approximately one hour. Based on the information that the procedure was prolonged by approx. One hour, this case is deemed reportable.